Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to deliver a bolus due to keypad anomaly. Customer reported that the act buttons was not responding. Customer's blood glucose was 434 mg/dl. Customer also received a no power alert but received a low battery alert prior; however, it was less than 24 hours between low battery alert and off no power. Customer reported that batteries were changed two days prior to issue. Customer was advised to monitor insulin pump.